Event description:
On (B)(6) 2019, the lay user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient's onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that on (B)(6) 2019 at around 10:00 am, the patient obtained what he felt was an inaccurate high blood glucose reading of ¿190 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The reporter informed the csr that the patient manages his diabetes with a combination of oral medication (jaunuvia 50 mg) and insulin (levemir 50 units before bed; humalog on a sliding scale). In response to the elevated result, the reporter claimed the patient took 18 units of humalog. The reporter stated that a few minutes after the alleged issue occurred, the patient developed symptoms of ¿vision blurry and became weak.¿ the reporter denied the patient received any treatment above and beyond his usual routine of diabetes care and management due to the alleged meter issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking a dose of insulin based on an alleged inaccurate high result obtained with the subject meter. The subject device meter could not be ruled out as a cause or contributor to the event.